Manufacturer narrative:
(B)(4). Returned meter evaluated on 05/13/2016 with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer called about high readings that he was concerned about. He explained to me that he normally gets readings in the 125 to 150 range depending on whether he was fasting or not but that the 337mg/dl and 431mg/dl readings were not his normal. Back to back blood test not performed due to improper storage of test strips. Customer had been storing them in his kitchen. Customer was feeling fine and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 12/20/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).